Event description:
The customer reported that the device jaws were closed with device blade protruding from the side. The device was not on tissue at the time but the blade would not retract. A new device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.